Manufacturer narrative:
The investigation reviewed the last calibration performed on (B)(6) 2024; the results were within specifications. The investigation reviewed the qc recovery; the results were within the acceptable range before the event. The investigation reviewed the alarm trace; the trace had an abnormal aspiration alarm in the sample probe. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The field service engineer (fse) inspected the analyzer and found gel on the tip of the probe. He then replaced the probe and performed adjustments. The analyzer¿s performance was verified by qcs, ion-selective electrode checks, and precision a check with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na and cl for gen.2 results from several patient samples tested on the cobas pro ise analytical unit. The reporter was able to provide one patient sample with discrepant results: the initial results were not reported outside of the laboratory as they did not reflect patient history, prompting the rerun of the patient sample on a cobas 8000 cobas ise module (double). The initial na result from the analyzer was 172 mmol/l. The repeat result from the module was 142 mmol/l. This result was deemed correct. The initial cl result from the analyzer was 75 mmol/l. The repeat result from the module was 95 mmol/l.